Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was opening a package. Review of device data determined the amplitude was noted to have decreased slightly. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was opening a package. Review of device data determined the amplitude was noted to have decreased slightly. This device remains in service. No adverse patient effects were reported.